Event description:
Customer reported to beckman coulter, inc. (Bec) that clenz cleaner was leaking under the manual probe and under the bellows of the coulter lh 750 hematology analyzer. Customer reported that they were performing a bleaching procedure when they noticed the clenz leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that there was no vacuum in the needle vent line. The fse found that the needle foam trap (vc27) was full. Vc27 is responsible for the vents and vacuum to the needle vent chamber (waste chamber vc19). The fse removed and cleaned the needle foam trap and verified that the waste vacuum at the needle cartridge was working properly upon reinstallation. There was no further evidence of leaking after the repair. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Needle foam trap. (B)(4).